Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ ' fluid leaking from alaris pump on to floor disconnected IV from patient followed back to pump removed IV tubing noted pin hole in the IV tubing (smartsite infusion set) that sits inside the alaris pump chamber.' The tubing was changed and there were no other incidents noted with the pump. Originally thought of as a 'one-off' however I recently received a second report with same description of event-leaking IV tubing from within the pump. Tubing from second incident was not saved. This department has notified all nursing units to report any similar incidents and to save tubing and pull the alaris pump for inspection. At this time, there have been no other reports. "

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking medication from the pump while infusing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the pump segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.